Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous distal of the left circumflex (lcx). A 12mm x 2.50mm nc quantum apex catheter balloon was selected for post dilatation after an unspecified stent was deployed to the lesion. However, the balloon ruptured at 13 atms during the first inflation. The procedure was completed using a 12mm x 2.75mm nc quantum apex catheter balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).